Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system y-type blood/solution set snapped off at the spike and blood leaked on an unspecified pump. This was observed when the nurse turned the blood bag to review the label before a blood transfusion. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: the event occurred during an unspecified date of (B)(6) 2024. Should additional relevant information become available, a supplemental report will be submitted.